Event description:
The customer reported the system was displaying a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and turned on the cb1 circuit breaker that had been turned off. System operates as intended. (B)(4).